Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow block alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. Troubleshoot was per performed. Customer tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion during therapy not confirmed. (B)(4).